Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient who underwent implant of a 25 mm epic tissue heart valve on (B)(6) 2017, required an explant of the same valve on (B)(6) 2022 due to reported mitral stenosis. No additional information has been provided.

Manufacturer narrative:
An event of explant due to mitral stenosis was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.